Event description:
It was reported that the patient did -heavy workouts- and the lead exhibited impedance greater than 2500 ohms. The lead was fractured and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.